Event description:
Customer called stating that his meter had jammed and he couldn't take a reading. He guessed at his insulin dosage and took too much causing him to go into hypoglycemia and passing out. He had a grandmal seizure. The spouse called an ambulance and they tested his blood at 34 and 40 mg/dl. They took him to the hosp where he recovered and went home.